Event description:
Customer reported the insulin pump was alarming no delivery during manual prime. Customer's blood glucose was 454 mg/dl, unable to treat due to alarms. Troubleshooting was performed. Disconnected and reconnected infusion set and reservoir. Customer was advised to manually push insulin through the tubing, insulin did exit. Customer stated there was resistance so she had her spouse do it and he was able to get the insulin through tubing. Customer was advised to do a complete set change. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-91060.